Manufacturer narrative:
It was reported the thermocool smarttouch catheter seems slightly obstructed and does not allow to ablate because when ablating with smartablate the temperature cut-off was quickly reached. Also when flushing the catheter outside of the patient we don¿t see water coming through every hole at the tip. Another catheter from a different lot had to be used. There were no patient consequences. Device evaluation details: the device was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection, temperature and impedance, and pump and pressure gauge test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Temperature and impedance test were performed and the device was found working correctly. No temperature or impedance issues were observed. A pump and pressure gauge test were performed, and the device was irrigated correctly. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The high temperature and irrigation issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain the following recommendations: when rf current is interrupted for either a temperature or an impedance rise (the set limit is exceeded), the catheter should be removed, and the tip cleaned. Make sure the irrigation holes are not plugged prior to re-insertion. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Correction: it was noticed the incorrect date received by manufacturer was reported in field g3 of the 3500a initial medwatch report. The incorrect date reported was 3-jul-2024. Please consider 1-jul-2024 to be the correct date. Note: the full UDI has now been provided under field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: the manufacturing and expiration dates are currently unavailable. Therefore, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch and some irrigation holes were occluded. It was reported the thermocool smarttouch catheter seems slightly obstructed and does not allow to ablate because when ablating with smartablate the temperature cut-off was quickly reached. Also when flushing the catheter outside of the patient we don¿t see water coming through every hole at the tip. Another catheter from a different lot had to be used. There were no patient consequences. On 3-jul-2024, additional information was received indicating the issue occurred while the device was being used on the patient. They tried to flush the irrigation tubing set without the catheter and there was no issue. With the catheter during the flush the water was not going through each hole homogeneously. There was no error on the smartablate pump, only on the smartablate generator. As such, the event was reassessed as an MDR reportable malfunction based on the new information received.

Manufacturer narrative:
On 6-aug-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #: (B)(4).